Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 41 mg/dl. The suspected cause was unknown. The customer consumed a candy bar, bowl of chili, and juice to stabilize bg. During follow up, the customer's bg level had stabilized to 201 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) recorded by the continuous glucose monitor (cgm) was 40 mg/dl between 9 and 10 pm on (B)(6) 2018. After receiving a cgm alert 3 (cgm glucose reading below user¿s threshold) the user delivered a 10.42 unit food bolus while still having insulin on board (iob). Subsequently, a cgm alert 1 (cgm low alert) occurred. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that a malfunction or failure occurred related to the low bg event.